Event description:
Bovie pencil activated on touching tissues without pushing buttons. No injury to patient. When the device was evaluated in clinical engineering, the foot pedal cord was found under the coag pedal. The electrosurgical unit met mfg's specs. The active electordes used were from conmedinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-92. Service provided by: user facility biomedical/bioengineering department. Service records available.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, visual examination. Results of evaluation: design, other. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. Invalid data - on device destroyed/disposed of status.